Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with slight erosion of the pocket and discomfort in that area. The pacemaker was explanted. The patient was stable.